Event description:
A malfunction was reported with the pump, and there were no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.